Event description:
Had essure implanted, have constant pain, heavy bleeding. I was told I was too heavy to have hysterectomy so I had a gastric sleeve. Lost over 100 lbs and still have all the adverse symptoms. I have even gone to emergency room for bleeding that would not stop. Headaches, mood swings, bleeding, pain, cysts on ovaries, I had to have xray and found that one coil is missing, I will have a hysterectomy in the summer to remove everything.